Manufacturer narrative:
This follow-up report is being submitted to correct section d3 manufacturer name, city and state, from 3m health care to 3m company.

Manufacturer narrative:
This follow-up report is being submitted to correct section d4 model # from blank to 24355, and section d4 unique identifier (UDI) # from (B)(4).

Event description:
A user facility reported while using 3m¿ ranger¿ blood/fluid warming high flow set, 24355, the cassette leaked while in the warmer. In addition it was reported that the bag spike(s) snapped and resulted in more blood leaking. No medical interventions were reported due to the alleged malfunction.

Manufacturer narrative:
The device has not been returned to 3m for analysis. 3m is unable to verify the leak, identify exact location and root cause without the sample. The device lot was reported to be hx9332 or hx9323. Lot hx9332 was chosen as a representative lot number for this medwatch. Possible causes of the cassette leaking include over-pressurization above 300mmhg, insertion or removal of pressurized heat exchanger from heating unit, and heat exchanger not fully inserted into the heating unit. Based on the problem description for the spike snapping a likely cause is the tubing disconnected from the spike. Possible causes include pulling on tubing instead of holding on to the spike, excessive force on the tubing when removing the spike from the infusion bag, or insufficient bond of tubing to the spike. Spike to tubing bond failure can also be caused by over pressurization of the set above 300mmhg. There has been no change in trending for heat exchanger leaks as well as low trending for spike issues. 3m will continue to monitor.